Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). Problem statement: customer reported a complaint on a spray of fluid not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to (B)(6) 2021. Complaint trend: there are 2 complaints related to the issue of a leakage due to a worn valve; date range from (B)(6) 2020 to (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # 338960, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument is due to a worn valve assembly. The customer submitted the complaint of a spray of sheath originating from a cracked valve assembly block and turned off the instrument to prevent further damage before an fse (field service engineer) came. The fse confirmed the issue and replaced the 4 valve manifold (pn 644254). No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair the instrument was tested and was performing as expected. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the impact on the customer. Additionally, the fluid that leaked was sheath fluid and did not come in contact with the customer as they wore the proper ppe when cleaning the spill. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2012. Defective part number: 644254 - manifold ll3vm2 wetcart. Work order notes: subject / reported: valve assembly block in fluidics cart is cracked. Problem description: valve assembly block in fluidics cart is cracked. Sheath fluid leaking out. Bd service engineer required. Work performed: replaced 4 valve manifold. Cause: valve is leaking sheath fluid (salt water) external. No one injured. No danger to personnel. Solution: all tests passed. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #338960-04ra, rev. 01/vers.a,bd facscantoii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿5¿ based on the previous scale rating. This is equivalent to ¿s2¿ in (B)(4) rev. 12/vers. J, whereby the leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes, no. Item: 23. Valves. Function: 23.1 block, pass, or direct fluids. Potential failure mode: 23.1.1 valve leaks. Potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly degradation of performance. Potential cause(s)/mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup: current controls: di rinse daily. Recommended actions: n/a. Severity: 5. Occurrence: 7. Detection: 1. Rpn: 35. Mitigation(s) sufficient yes; no. Root cause: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a worn valve assembly. Conclusion: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a worn valve assembly. The fse confirmed the issue and replaced the valve assembly. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer sheath under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the valve assembly block in fluidics cart is cracked. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. RMA required? No. Was there a fluidic leak or spill? Yes. 1.was there spray of fluid under pressure? Yes. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes, customer donned ppe while cleaning spill. 4. What was the fluid that leaked/spilled? Sheath. 5. What is the source of leak/spill? (Waste or non-waste line) non waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer sheath under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the valve assembly block in fluidics cart is cracked. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. RMA required? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes, customer donned ppe while cleaning spill. What was the fluid that leaked/spilled? Sheath. What is the source of leak/spill? (Waste or non-waste line) non waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.